Manufacturer narrative:
Device report analysis submitted. This report is submitted on november 27, 2023.

Manufacturer narrative:
This report is submitted on october 6, 2023.

Event description:
Per the clinic, the patient experienced a device extrusion and an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported) and steroids perioperatively. However, this did not alleviate the problem resulting in a decision to explant the device. The patient was placed under general anesthesia to explant the device on (B)(6) 2023.

Manufacturer narrative:
The previous or initial MDR submitted on october 06, 2023 was filed inadvertently. No steroids was administered as previously reported. This report is submitted on october 25, 2023.